Event description:
One week after implantation of three cypher stents, the patient complained of chest pain during hospitalization and an ECG done was abnormal. Coronary angiogram revealed at thrombus in all three implanted stents requiring balloon angioplasty (details unknown). According to the physician, the thrombotic event may have occurred because "the stent was under-dilated at the overlapping area at the proximal and mid left anterior descending coronary artery. Patient was on anticoagulant therapy. The index procedure was an emergency procedure secondary to acute myocardial infarction. The target lesions were the proximal and mid left anterior descending branch and first diagonal coronary arteries. For the proximal and mid left anterior descending lesion, the vessel was a de novo, bifurcated and eccentric lesion. The lesion length was 34mm and vessel diameter was 2.5mm with a type c vessel classification. Pre-dilation was conducted with a balloon (2.5/15mm) at 7atm for 30 seconds. A bms (2.25/12mm:driver) was implanted at 16atm for 30 seconds at the left anterior descending branch. The first cypher stent (2.5/28mm) was implanted at 12atm for 40 seconds at the proximal end of the bms. Cypher (2.5/18mm) was implanted at 15atm for 45 seconds at the proximal end of the initially implanted cypher. All three stents were overlapped. Post-dilatation was conducted. For the lesion in the first diagonal coronary artery, the vessel was also de novo, bifurcated with eccentricity. The lesion length was approximately 20mm and vessel diameter was 2.5mm with a type b2 classifications. Pre-dilation was conducted with a balloon (2.5/15mm) at 7atm for 30seconds. Cypher (2.5/28mm) was implanted at 14atm for 40 seconds at the target lesion by y-stenting technique. Post-dilation was not conducted. Intravascular ultrasound was conducted and timi flow before and after the procedure was 3. The residual percentage of stenosis was 25% at the proximal and mid left anterior descending branch and at the first diagonal coronary artery. Act was not measured.

Manufacturer narrative:
This product is not sold in the united states, but it is similar to a product that is sold in the united states. This is one of three products involved in the same patient and reported under manufacturing numbers 9616099-2007-00509, 9616099-2007-00508 and 9616099-2007-00510. Additional information will be submitted within thirty days upon receipt.